Event description:
It was reported that this right atrial (ra) lead exhibited variable and low p-wave amplitude measurements and variable and high threshold measurements 6 weeks post implant. Additionally, true capture was difficult to determine and the appearance of intermittent capture was noted at 3.0 volts as well as intermittent loss of capture (loc). An x-ray was performed and noted the lead had dislodged. The patient was not pacemaker dependent. The associated device was reprogrammed to ddd and outputs were increased to 4.5 volts. The patient was referred to the implanting facility for consideration of a potential lead revision procedure. No known revision procedure has been scheduled at this time. No adverse patient effects were reported. This device remains in service. No additional information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited variable and low p-wave amplitude measurements and variable and high threshold measurements 6 weeks post implant. Additionally, true capture was difficult to determine and the appearance of intermittent capture was noted at 3.0 volts as well as intermittent loss of capture (loc). An x-ray was performed and noted the lead had dislodged. The patient was not pacemaker dependent. The associated device was reprogrammed to ddd and outputs were increased to 4.5 volts. The patient was referred to the implanting facility for consideration of a potential lead revision procedure. No known revision procedure has been scheduled at this time. No adverse patient effects were reported. This device remains in service. No additional information is available at this time. If information is provided in the future, a supplemental report will be issued. It was reported that an alert was later received in the remote home monitoring system for out of range intrinsic amplitude measurements on this ra lead. Technical services (ts) reviewed the presenting electrogram (egm), which, showed a possible junctional rhythm with two atrial paced beats on the egm showing a ventricular complex immediately after with the intrinsic ventricular sensed beat in the noise window causing inappropriate ventricular pacing and functional loc. Ts recommended lead assessment with a programmer. No further assistance was requested. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.